Event description:
It was reported that the patient had fallen twice; the first time was approximately one month prior to this report and the second time was one week prior to this report. The patient stated that during the fall, she had pulled a muscle ¿right underneath¿ where the implantable neurostimulator (ins) was implanted. The patient stated that it was very painful. The patient also stated that during the fall she had felt something move. A CT scan was taken and the health care provider (hcp) reportedly verified that the ins and lead wire had moved slightly due to the fall. The patient also reported that she did not feel stimulation. It was found that stimulation was not turned on. The patient was able to turn stimulation on, switch programs and increase stimulation to 3.5v. The patient then stated that she could feel stimulation and it was comfortable. It was noted that the patient had an appointment with her hcp in ¿a couple weeks.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient product ID 3093-28, lot# va0422t, implanted: 2013-(B)(6), product type lead, product ID 3093-28, lot# va0422t, implanted: 2013-(B)(6), product type lead. (B)(4).